Event description:
It was reported that the lower end of the dialyzer of a prismaflex st100 set was observed to be broken and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the access pre pump line was cut near the support place. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was determined to be related to low temperature exposure combined with mechanical shock applied to the product during shipping and transport. Nonconformance and corrective action preventive action records were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.